Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is use error. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use. The home patient (hp) was not connected. Per the initial report, the care giver (cg) stated that he did not know how to connect the luer lock solution bags to the lines. Gts assisted the cg with through the connection process. As the cg was doing this, he stated that the connection ports were exposed to air for a while. Gts suggested to the cg to start over with new supplies. The cg understood the explanation, knows how to connect the bags and break the frangibles. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The lot number was unknown therefore a batch review was not performed. Per the complaint information, the cause of reported condition was determined to be use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.